Event description:
It was reported, "patient reports subcutaneous swelling at catheter insertion site. Dressing and echodopler by the clinician is performed, which detects thrombosis of the vessel. On (B)(6) at (B)(6), saline is detected leaking from the insertion site and the catheter is removed. The catheter presents fissured in two places at 7 and 8 cm from the insertion site (total catheter length 38 cm, external 2 cm at implantation)." No other information was provided. Additional information 01/30/2024: it was reported there were no serious consequences for the patient, it was necessary to remove and replace the PICC to allow the patient to finish chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed between the 8 cm and 9 cm depth markers and between the 9 cm and 10 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "patient reports subcutaneous swelling at catheter insertion site. Dressing and echodopler by the clinician is performed, which detects thrombosis of the vessel. On 27/12 at lavage, saline is detected leaking from the insertion site and the catheter is removed. The catheter presents fissured in two places at 7 and 8 cm from the insertion site (total catheter length 38 cm, external 2 cm at implantation)." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.